Event description:
This is a pt with a very long segment (12cm) of barrett's esophagus containing dysplasia. The pt had several co-morbidities including previous gi bleed, emphysema, chf, and cad, and was taking an anti-platelet agent (aggrenox). The pt was treated with rfa for dysplastic barrett's after being off aggrenox for 1 week. There were no acute complications of the procedure and no malfunctions of the devices used. The anti-platelet agent was restarted 1 week after therapy, and just 5 days later, the pt reported that he vomited blood. Endoscopy was performed, revealing the ablation zone with mild diffuse bleeding. No intervention was performed. The hematocrit was 2.4% lower than prior to ablative therapy, so no transfusion was indicated or provided. Pt received proton pump inhibitor therapy and was observed for 4 days. No further bleeding or vomiting; was normal. Hematocrit was stable upon discharge.